Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the laser probe would not fit smoothly through the trocar cannula. The laser probe was exchanged to complete the case. There was no harm tot the patient.

Manufacturer narrative:
The customer reported that the 25ga illuminator flex curved laser probe could not be inserted smoothly through the cannula. There was no impact to the patient noted. The 25ga illuminator flex curved laser probe was manufactured on september 7, 2016. The associated (B)(4) vision system (B)(4) was manufactured on june 27, 2012. Based on qa assessment, both products met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this 25ga illuminator flex curved laser probe lot number, or the associated (B)(4) vision system serial number. The 25ga illuminator flex curved laser probe was received and a visual assessment of the returned sample revealed no nonconformity. The probe was inserted through a trocar and there was some resistance felt when passing though the cannula-nitinol junction of the laser probe tip. The laser probe tip was measured using the 25 ga needle length gauge per the manufacturing assembly procedure (map) and the nitinol tip was not found to meet product specifications, as the nitinol tip was too long. The root cause can be attributed to the length of the laser probe nitinol tip being out of specification. The manufacturer internal reference number is: (B)(4).